Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("migration/migration of essure") and pregnancy with contraceptive device ("pregnancy") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, termination of pregnancy - elective, parity 3, spontaneous abortion, abdominal cramps and abdominal pain. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 4 months 29 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove essure implant) and surgery (surgery to remove essure implant). Essure was removed on 1-jun-2012. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The pregnancy outcome was unknown to the reporter. The reporter considered device dislocation, fallopian tube perforation, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-nov-2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("migration/migration of essure") and pregnancy with contraceptive device ("pregnancy") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, termination of pregnancy - elective, parity 3, spontaneous abortion, abdominal cramps and abdominal pain. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 4 months 29 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (surgery to remove essure implant) and surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The pregnancy outcome was unknown to the reporter. The reporter considered device dislocation, fallopian tube perforation, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, product information, event- perforation nos updated with ¿perforation (fallopian tube(s)))¿ and new events- pregnancy, abnormal bleeding (vaginal), menorrhagia and device ineffective were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("migration/migration of essure") and pregnancy with contraceptive device ("pregnancy") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, termination of pregnancy - elective, parity 3, spontaneous abortion, abdominal cramps and abdominal pain. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 4 months 29 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove essure implant) and surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The pregnancy outcome was unknown to the reporter. The reporter considered device dislocation, fallopian tube perforation, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of product technical problem update. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove essure implant). Essure was removed in (B)(6) 2012. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.